Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose levels were 500 mg/dl and 567 mg/dl. The customer had visited the hospital for high blood glucose. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. The auto mode was not active at the time of the incident. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.